Event description:
During a transurethral microwave thermotherapy, physician noticed that there was a leak in the prostaprobes cooling channel 10 minutes into the treatment. Treatment was stopped and the catheter was replaced.